Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for the event. On an unreported date, the patient was treated with an injection of vancomycin (2gm, frequency not reported), an injection of meropenem (1gm, daily), an injection of netilmicin (150mg, twice daily) and an injection of fluconazole (1 bag, daily) (routes not reported) for the peritonitis. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. If additional relevant information becomes available, a follow up report will be filed.